Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received inappropriate shocks on two separate occasions. The patient presented to the emergency room after the most recent inappropriate shock. A boston scientific sales representative was contacted. Review of the device data identified oversensing of t-wave measurements and varying signal amplitudes. The representative suggested further testing, x-ray and programming options for this patient. No adverse patient effects were reported.